Event description:
It is reported that the customer had high blood glucose levels of 871 mg/dl. The doctor of the customer sought assistance regarding the insertion of the infusion set of the insulin pump into the customer. Assistance was provided. The customer was wearing an insulin pump at the time of hospitalization. Insulin drips were administered on the patient. Troubleshooting was done. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.